Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 200-300 mg/dl range and insulin injections were used to address the high bg levels. The customer changed the supplies on the pump.